Event description:
The loaner system 5 reciprocating saw was returned and during performance testing at the manufacturer it was noted that the saw continued running without user activation. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device will be repaired but will not be returned to the customer as it is a loaner device.